Manufacturer narrative:
Medwatch sent to FDA on 3/22/2016. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of infection: "precautions for use. As a matter of general principle, injection of a medical device is associated with a risk of infection."

Event description:
Healthcare professional reported four days after injection with unspecified juvederm ultra patient developed erythema, swelling, and bruising. Patient returned to the injecting physician who massaged the areas. Two weeks later patient developed red, indurated, swollen, and tender marionette line areas. Patient "diagnosed as infection most likely" and prescribed clindamycin. Patient concomitantly injected with unspecified juvederm voluma and was taking "other medications" at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00911 (allergan complaint pr#(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of erythema, swelling, bruising, redness, induration, and tenderness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of erythema, swelling, bruising, redness, induration, and tenderness as follows: undesirable effects "the patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Haematomas. Induration or nodules at the injection site."

Event description:
Healthcare professional reported four days after injection with unspecified juvederm ultra patient developed erythema, swelling, and bruising. Patient returned to the injecting physician who massaged the areas. Two weeks later patient developed red, indurated, swollen, and tender marionette line areas. Patient "diagnosed as infection most likely" and prescribed clindamycin. Patient concomitantly injected with unspecified juvederm voluma and was taking "other medications" at the time of injection. This is the same event and the same patient reported under MDR ID # 3005113652-2015-00911 (allergan complaint pr#(B)(4)). This MDR is being submitted for the second suspect product, juvederm ultra, also a device manufactured by (B)(4).

Manufacturer narrative:
Medwatch sent to FDA on 6/29/2016.

Event description:
Additional information: symptoms have resolved.